Manufacturer narrative:
Of the 21 allegations of a malfunction, 14 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 21 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 078 issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-79 years of age and between 44 and 191 pounds. Of the reported patients, 6 were male, 14 were female, and 1 was unknown.

Manufacturer narrative:
Follow-up #1: device evaluation: in quarter 2 of 2018, there were 1 instances of cs 078 failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.